Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported at multiple occurrences of the tubing separating from the smartsite y-body causing medication to leak onto the floor. The customer stated that some of the separations occurred during patient use and other separations occurred prior to patient use. The customer reported a total of six separation events. There was no report of patient harm.

Event description:
The customer reported multiple occurrences of the tubing separating from the smartsite y-body causing medication to leak onto the floor. The customer stated that some of the separations occurred during patient use and other separations occurred prior to patient use. The customer reported a total of six separation events. There was no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. A picture received from the customer shows that the tubing was completely separated from the smartsite inlet port. The root cause of the customer¿s report was not identified.